Event description:
It was reported that ¿ several revisions, cord failure, thrombosis and incorrect shocks" occurred. "No actual events since implant" was also noted. No additional information is available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).